Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available. The sys would be effectively unusable. There is no report of injury or death.